Manufacturer narrative:
(B)(6). Product investigation summary: the issue was resolved by replacement of bs ECG cable with a new one that was provided to the account. System is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for an atrial flutter (afl) with a carto 3 system wherein the customer reported a signal loss was noticed on both the carto 3 and electrophysiology recording systems. The customer reported unable to visualize the ECG signals on carto 3 system. There were no patient consequences reported.